Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information has been requested. No additional information has been provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported during incoming inspection that foreign substance was observed in the packaging.